Manufacturer narrative:
Patient information was not provided due to the (B)(6) privacy law. The ventilator was evaluated by the customer and the continuation of ventilation was confirmed. The graphical user interface (gui) did not illuminate, no log codes could be downloaded or checked. A cracked condenser c898 of the gui central processing unit (cpu) printed circuit board analog (pcba) was found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator alarmed and the screen had a black display. Additionally, it was reported that white smoke was observed coming from the back of the graphic user interface (gui). The ventilator continued to ventilate the patient however, the patient was removed from the ventilator and placed on an alternate ventilator without harm.

Event description:
The ventilator continued to ventilate the patient however, the patient was removed from the ventilator and placed on an alternate ventilator without harm.

Manufacturer narrative:
Section h6 additional codes added to evaluation codes method, result and conclusion. Component code added. H3 device evaluation summary: it was reported that while in use on a patient, the 840 ventilator alarmed and the screen had a black display. Additionally, it was reported that white smoke was observed coming from the back of the graphic user interface (gui). The ventilator was evaluated by the customer and the continuation of ventilation was confirmed. The graphical user interface (gui) did not illuminate, no log codes could be downloaded or checked. A cracked condenser c898 of the gui central processing unit (cpu) printed circuit board analog (pcba) was found. The service personnel (sp) inspected the ventilator and confirmed the state of heat damage to the capacitor on the gui cpu. The sp replaced the graphic user interface (gui) cpu printed circuit board (pcb) resolve the issue. The 2 backlight inverters and 2 harnesses were replaced due to the upgraded gui replacement. The ventilator has passed all tests, calibration and the product is in working condition. One gui assembly with backlight inventers and harnesses was received for failure analysis. Upon analysis it was observed that in gui pcb the reference designator c898 was thermally damaged. No faults were observed with the returned backlight inverters or the harnesses. The cause of the event was isolated to thermal damage of capacitor c898 on gui pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.